Event description:
It was reported that the patient started bleeding profusely and was having pain with weakness during the lead pull. It was noted that the patient was previously on a blood thinning medication. The patient was sent to the emergency room and all the scans came back normal. The patient was discharged and was doing well. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7210265.